Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set was damaged. The following information was provided by the initial reporter: in discussion with a bedside nurse, she stated that a "few filters had holes and leaked". Per the nurse, these instances occurred a few months ago and have not occurred since. It was only noticed when she was priming a drug or fluid and did not ever leak when they were connected to a patient. She specifically remembers she was priming and antibiotic and all of a sudden, her whole hand was wet. Had to discard tubing. Stated that the tubing was the "normal tubing with inline filter" bd alaris pump infusion set 0.2 micron filter. Ref: 2432-0007. The ICU manager has been unable to order IV pump tubing without smart sites. This is why the staff has been using the IV pump infusion set with smart sites for narcotics. The date this happened according to the information displayed on this tab from pharmacy on (B)(6) 2026. The date of knowledge is on (B)(6) 2026. According to the information provided by pharmacy, there was a fentanyl waste discrepancy of 122mls. Patient involvement, issue was not found in real time but found multiple days after infusions started. The date this happened according to the information displayed on this tab from pharmacy on (B)(6) 2026. The date of knowledge is on (B)(6) 2026. According to the information provided by pharmacy there was a fentanyl waste discrepancy of 65mls. Patient involvement, issue was not found in real time but found multiple days after infusions started.

Event description:
No additional information.

Manufacturer narrative:
Investigation summary: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.